Event description:
On 01/05/2015, MFR was informed of following event via receipt of user filed medwatch (B)(4) which described events as follows: on (B)(6) 2014, pt underwent ultrasound breast biopsy of left breast. Deployment of first marker was not normal. Deployment device was withdrawn from needle and it was seen that a small portion of the plastic tip had sheared off within the pt. A second marker was placed. On (B)(6) 2014, pt underwent lumpectomy, left breast, catheter tip removed in biopsy cavity. Since the removal of tip, no pt consequence.

Manufacturer narrative:
(B)(4). Investigation summary: the device was not returned for analysis, which prevented a full investigation and analysis of the root cause. However, based on our knowledge of the device design and its prescribed use, the most likely scenario is that the user removed the marker applicator separately from the biopsy probe. Tip shear has been identified as a potential risk whenever the applicator shaft is removed through the biopsy probe. Our mammotome vacuum assisted biopsy probes contain extremely sharp edges along the aperture opening to effectively excise tissue. Removing the applicator shaft creates the possibility of the applicator catching on one of these edges and shearing. As a mitigation step to address this risk, we provide contraindication language and instruction within the instructions for use: warning: failure to align the mammomark applicator as specified may result in improper deployment of the collagen plug and possible tip shear.